Manufacturer narrative:
The root cause for the leak and burning smell is attributed to worn tubing at pv43 that splashed fluid onto and shorted out the diluter interface board, causing a burning smell. When the diluter interface board shorted out, pneumatic valves lost control and allowed fluid to drain / leak out from the needle bellows. Customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report a burning smell coming from the coulter hmx analyzer with autoloader, a "24 vdc (volt direct current) out of range" error message, and what appeared to be a clenz (cleaner) leak at the back of the analyzer. Customer stated that no one was harmed by or exposed to the burning smell or the leak, and that patient samples and results were not affected. The field service engineer (fse) inspected the instrument and found that the source of the leak was worn tubing at pinch valve pv43 that splashed fluid onto and shorted out the diluter interface board, which was what customer had smelled. This, in turn, caused fluid to drain / leak out from the needle bellows. The diluter interface board, manifold 15 and pv43 tubing were replaced by the fse.